Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "no disposable, pump won't run" alarm during use by the patient. No adverse patient effects were reported.

Manufacturer narrative:
One smiths medical cadd® medication cassette reservoir was returned for analysis in used condition. The cassette was visually inspected under normal conditions with no discrepancies found. The cassette was connected and tested using a cadd legacy plus pump with successful attachment to the pump without any alarms activating; also running without any difficulties. Relevant documents were reviewed and deemed adequate; cassette bag loading, cassette turntable, uv adhesive application & curing, accuracy test procedure, deltec cassette. A review of the manufacturing process was conducted. The following operations were reviewed: the bag loading operation in the cassette line was review; no discrepancies were found and accuracy test was reviewed in three (3) units, in order to verify that no alarms were activated; no discrepancies were found. Prior to packaging, a random sample of 32 units was taken from the manufacturing process, the units were visually inspected with no discrepancies found. A review of the production floor inventory was conducted with no discrepancies detected. Based on the evidence, no root cause has been determined since the complaint was not confirmed.